Event description:
It was reported that during implant insertion, tibia resected & sized - 3 tibia; stem prep with 11 mm punch; size 3 legion porous tibial base plate and 18mm stem assembled; inserted 50% and fracture appeared in prox tibia; tibial implant removed and prox tibia assessed.

Manufacturer narrative:
Correct part number, lot number, and UDI number added.